Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the contact forgot to fill the customer's cannula when performing a supply change. The customer's blood glucose (bg) level was 373 mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support informed the customer that since the cannula had not been filled, it will be filled now that a correction bolus was being delivered.